Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient underwent a joint aspiration due to pain.

Manufacturer narrative:
UDI n0: (B)(4). The investigation for this incident is on-going. A supplemental report will be submitted when the investigation is concluded.

Manufacturer narrative:
Evaluation narrative - a review of the manufacturing records (B)(4) did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the manufacturing record (B)(4) revealed discrepancies during the manufacturing process; however these discrepancies were identified as not related to the reported incident. Additional evaluation codes (B)(4).